Event description:
The international customer reported the ventilator began alarming and stopped operating. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported the device would then not start up when switched on. The manufacturers service technician replaced the power management pcb board to address the reported problem. Final testing was performed to operating specifications.